Event description:
The lay user/patient contacted lifescan (lfs) in 2008 alleging that the onetouch ultra meter had a "battery indicator issue." The customer care advocate (cca) could not confirm the serial number of the meter since the patient alleged that it was "faded." The medical affairs specialist (mas) was able to correspond with the patient by telephone on three days later and classified the complaint based on the following information received from the customer. The patient tests her blood glucose 3 times a day and she manages her diabetes via novolog 16 units in the morning, 16 units at night and glucophage one tablet at night. The patient stated that the reported issue began about a month agon (unknown date and time), prior to contacting lfs. During that time, the subject meter was showing battery indicator signs (plus and minus signs). The patient reportedly had this meter for the past 3 years, however, it was noted that she had never replaced the batteries (use-error) per the owner's manual. She stated that after the reported issued began (about a month ago), since she could not get any readings, she stopped using the subject meter. She also reportedly decreased her novolog insulin at night by 13 units instead of 16 units. It is not known the reason for decreasing her diabetic medication but she stated that sometimes she self-adjusts her diabetic medication. At an unknown time (date and time not known), after the reported issued began, she reportedly experienced symptoms of "small headache, blurred vision and irritability." It is not known how long after the reported issue she developed these symptoms. The patient was not tested on any other meter during the issue or during the reported symptoms. She stated that she did not take any actions to relieve her symptoms since there were on and off. The patient reportedly did not receive /require any medical treatment for the diabetes. The patient's products were replaced. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after she stopped testing on the subject meter due to the battery issue. There is no evidence that the subject meter malfunctioned since it was noted that the patient never replaced the batteries (use-error) per the owner's manual.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplement report.